Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed the main shaft tubing was kinked/torn open near the butt bond. There was evidence of fluid ingress at the site of the fracture. Dried saline was found in luer and on the distal end. Dried body fluid was found on the shaft in the tubing. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/ measured in specification and were typical. The magnetic sensor resistance measured 127.9 ohms which is failing. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touchy bourst seal for sealing the irrigation holes and mini electrodes (mes). The lumen pressure decay was measured three times. Lumen pressure decay values were 0.1131 psi, 0.0769 psi, and 0.0685 psi, which were below the maximum acceptable limit of 0.30 psi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation (paf), the physician pulled the intellatip mifi oi temperature ablation catheter out of the body and noticed that the distal shaft of the catheter was peeling. He replaced the catheter and completed the procedure without any complications. No resistance was felt while maneuvering this catheter. The device has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation (paf), the physician pulled the intellatip mifi oi temperature ablation catheter out of the body and noticed that the distal shaft of the catheter was peeling. He replaced the catheter and completed the procedure without any complications. No resistance was felt while maneuvering this catheter. The device is expected to be returned for analysis.